Event description:
It was reported that the patient presented at clinic due to post paced t-wave oversensing by their implantable cardioverter defibrillator (ICD). Programming changes were done to resolve the issue. Patient was stable.